Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806198; medical device expiration date: 2023-05-31; device manufacture date: 2018-06-12; medical device lot #: 1807139; medical device expiration date: 2023-06-30; device manufacture date: 2018-06-20. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had visible plastic abrasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 1806198: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (june 15th - 17th, 2018). Syringes were assembled in lot #8162871. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8163667, #8156556, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8163671, #8156560 and no problems, defects or qn related to the reported issue were found. 1807139: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2020 (july 15th - 16th, 2018). Syringes were assembled in lot #8186940, #8197930. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8185517, #8198680, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8185526, #8198684, #8163671 and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected samples. After the evaluation of the returned samples, bd confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had visible plastic abrasions. No serious injury or medical intervention was reported.